Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a motor (rewind issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 12/16/2015-product analysis: the device was returned and evaluated by product analysis on 12/04/2015 with the following findings: the complaint could not be confirmed or duplicated with investigation. Review of the pump¿s black box revealed no related alarms or issues. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. No damage or defect was observed to the motor circuit. Unrelated to the complaint, two battery compartment cracks and a case crack were observed. Investigation revealed the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.